Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 45 curved tip stapler instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. Instrument and system logs review could not be performed due to insufficient date information provided. Refer to medwatch manufacturer report number 2955842-2024-15229, 2955842-2023-16717, and 2955842-2023-16718 for additional information regarding 2 of the 3 other occurrences of a partial fire causing a hole in the bronchus while using a sureform 45 curved tip stapler instrument with a green reload accessory. Refer to medwatch report (MDR) 2955842-2024-15574 for additional information regarding a fourth occurrence of a partial fire causing a hole in the bronchus while using a sureform 45 curved tip stapler instrument with a green reload accessory.

Event description:
It was reported that during a da vinci assisted pulmonary surgical procedure, a partial fire occurred causing a hole in the bronchus. The surgeon was using a sureform 45 curved tip stapler instrument with a green reload accessory to staple across the bronchus. Halfway through stapling, the firing aborted. The bleeding was negligible, and the issue was resolved by using a backup sureform 45 curved tip stapler instrument. The stapling event required the surgeon to staple more proximal to the desired staple line, resecting a small amount of additional tissue. The procedure was completed robotically and there were no post-operative complications. The reported event has occurred 3 different times since september of 2022.